Event description:
It was reported that during the pre-implant test, the helix experienced difficulty in extending and finally extended after 25 rotations. During the implant attempt, the helix could not be extended even after 20 rotations. Eventually, the lead was implanted, but the physician decided to replace it. The distal part was cut during removal. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.